Event description:
The customer obtained several higher than expected accutni results above the acute myocardial infraction (ami) cutoff of the assay for several patients on the access 2 analyzer. The results were obtained from (B)(6) 2010 to (B)(6) 2012 and were reported out of the laboratory. The customer indicated they corrected reports for 11 patients but the customer was unable to specify which date those patients initial results were generated from. The customer provided two specific patient results from (B)(6) 2012 at the time the erroneous results were obtained, one patient was sent to the cardiac catheterization lab were a ruptured coronary artery was detected, the repeat accutni results for this patient were lower than the initial results but did reproduce as positive. The customer reported ckmb and myoglobin results for this patient were also elevated and the pathologist confirmed with the patient's doctor that the patient would have been sent into the catheterization lab due to the clinical picture of the patient, not due to the accutni results. This report will address the event for the(B)(4) 2012 day. The event for (B)(6) 2012 and (B)(6) 2012 is addressed on separate mdrs. Repeat testing of the patient samples on a second instrument produced lower results within the normal reference range of the assay. Per customer supplied documentation, qc was performing within the customers established limits on the date of the event. System checks failed to perform within the customer's established limits on (B)(4) 2012 and on (B)(4) 2012. The customer contacted hotline after doctors questioned numerous positive accutni patient results on (B)(6) 2012. On (B)(4) 2012, a field service engineer (fse) service was dispatched. Prior to the arrival of the fse the customer discovered that the instrument aspirate probes were not securely seated into their position. The fse cleaned build up from the left side of the waste pump, verified instrument temperature and ultrasonics, and checked all instrument alignments. The fse verified hardware operation without having to perform any repairs by performing a passing system check and high sensitivity system check with passing results

Manufacturer narrative:
The root cause of this event is mis-seated aspirate probes which was not securely seated into position after the customer performed weekly maintenance. Therefore, the root cause for this event is the mis-seated aspirate probes due to user error this MDR is associated with MDR 2122870-2012-00451, MDR 2122870-2012-00452.